Event description:
It was reported that the patient presented to the hospital with intermittent pacing and a heart rate in the 30's to 40's. The device could not be interrogated. A communi- cation failure occurred when trying to read and write the pacer ID. A software download was successful. The physician noted that the device began to pace at 67 ppm when the download was started. The device was reprogrammed.